Event description:
It was reported that during a rescue attempt the device advised a shock, began to charge and then cancelled the shock. The device then reported a service message and powered off. The pt was transferred to another device and is reported to have survived.

Manufacturer narrative:
Summary: based on the investigation, the software incorrectly cleared a low battery warning, as addressed in recall #z-0580-2007 and #z-0581-2007. Also, service/maintenance of the device was not followed according to the manufacturer's recommendations.